Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go device failed to suction. It is unknown when the malfunction was found, if a back-up was available or if there was a delay in the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable causes include failed component or npwt set up, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.